Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a crack in case on the bottom of the insulin pump and drive support cap was sticking out. The insulin pump was not bumped or dropped. It was unknown how damage occurred. The customer's blood glucose was 235 mg/dl. The insulin pump will return.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window, stained keypad overlay, cracked end cap and cracked battery tube threads.